Manufacturer narrative:
The actual device in the incident has not yet been made available to the manufacturer to be evaluated. Without the actual sample a thorough evaluation could not be performed. No specific conclusions can be drawn. A device history record review was performed for the reported lot. No non-conformances were reported during the manufacturing process. Although no inventory remains of the reported lot, the house retains for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design specification, passing the joint integrity test. If the actual device in incident is made available to the manufacturer to be evaluated as indicated, a follow-up report will be filed.

Event description:
As reported by the user facility: either tubing disconnects from distal connector or connector cracks. Have had 2 chemo spills involving 5fu. Additional information provided by the facility indicated no one suffered any adverse sequela associated with the reported incidents. A sample will be sent for evaluation.